Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1g once a day, route not reported) and intraperitoneal fortum (1g once a day) for the peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, antibiotic treatment was ongoing and the patient¿s effluent was clear. The patient was reported to be recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.